Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the clamp had stopped working after two uses. The clips were loose without being tightened and disengaged into the patient¿s cavity, but was retrieved. The jaws of the device were not able to close. There were issues experienced with the loading or firing of the clips. The surgeon used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.